Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that they were hospitalized for two days due to high blood glucose on (B)(6) 2020 with blood glucose of 363 mg/dl. The customer was treated by bolus with manual injections. Troubleshooting was done for high blood glucose. Customer reported that the insulin exited at the quick release. Customer states the drive support cap appears normal. The customer was wearing the insulin pump during the hospitalization. Based on customer report customer does not allege insulin pump was under delivering. The insulin pump will not be returned for analysis.